Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va190q5, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Patient code (B)(4) pertain to ipg ((B)(4)) and tined lead, ((B)(4)) device code (B)(4) pertains to ipg ((B)(4) ) and tined lead, ((B)(4)) evaluation code pertains to ipg ((B)(4)) and tined lead, ((B)(4)).

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the implantable neurostimulator (ins) was explanted on (B)(6) due to infection from the patient exercising too soon post implant. The rep stated the hcp reported the infection. The rep noted the issue was resolved at the time of the report. The rep noted the patient exercised 2 days post implant and did not give incision time to heal so it opened up and became infected. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.